Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received. Associated mdrs: 1018233-2013-00050 and 1018233-2013-00051.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) /2012. Uretex sup urethral support system; catalog # 485013; (B)(6). Attorney.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The concomitant therapy was pelvitex polypropylene mesh. The reason for mesh implantation: vaginal vault prolapse and stress urinary incontinence (sui). The procedure performed is not available from the patient records. The complications post implantation include bodily injuries, including any emotional or psychological injuries that patient had resulted from the implantation of the mesh product: stress urinary incontinence (sui), pelvic organ prolapse, infections, chronic pain. Depression and anxiety. The patient felt that the mesh has popped. She also had fecal incontinence.